Event description:
Healthcare professional reported unknown side "sizer damage." Device was not implanted. It is unknown if surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "sizer damage".

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identified: sharp broken on patch/shell bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is sharp broken on patch/shell bond edge assessed as unidentified (tear) opening." Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported unknown side "sizer damage." Device was not implanted. It is unknown if surgery was completed with a backup device.